Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the cause of the femoral artery dissection cannot be determined. Per report, the information regarding the access vessel mld, tortuosity and calcification degree was not available. However, it is possible that there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. In addition, it is possible that procedural factors contributed to the event (e.g. The non-expandable portion of the esheath was not completely inserted in the vessel when inserting the delivery system). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Upon removal of the esheath, a small flap was observed on the access site. It is unknown if it was related to the perclose device. The physician ballooned the area for 3-4 minutes and resolved the issue. There was no consequence to the patient. It was observed that the non-expandable portion of the esheath was not completely inserted in the vessel when inserting the delivery system. There had been a lot of resistance while advancing the delivery system on the arteriotomy. After removing the 16fr esheath the physician noted that there was a split in the middle of the liner, at the expandable part. There was minor bleeding while removing the sheath, but the device was removed fast and hemostasis was achieved, so there was no consequence to the patient. No transfusion was required. The patient vessels are large (mld not available), with mild calcification and no tortuosity.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. The returned esheath underwent visual and dimensional inspection. During the visual inspection a liner tear was observed approximately 6.5¿ in length from the distal tip, no sharp edges were observed and a kink was observed on the sheath shaft. No other abnormalities were observed. During dimensional analysis, liner wall thickness measurements were found to be within specifications. On the manufacturing floor, all sheaths are inspected for kinks, bends, and mechanical damage. These inspections during manufacturing support that it is unlikely that a manufacturing non-conformance was the cause of the complaint. A liner tear was confirmed. Based on historical reports and examination of the returned device, it is likely that patient factors (calcification, tortuosity) and/or procedural factors (insertion angle, non-axial alignment during retrieval) contributed to the tear. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can potentially tear during retrieval of the delivery system due to retrieval factors such as non-axial alignment of the delivery system and sheath and/or residual fluid remaining in the delivery system balloon during retrieval. The reported delivery sheath resistance with delivery system was unable to be confirmed without additional information/pictures. A definite root cause cannot be determined at this time. However, no manufacturing non-defects were identified on the sample. Based on previous complaints, it is possible that patient factors (calcification/tortuosity) and/or procedural factors (angle of insertion or thv size, handling/retrieval techniques) could have contributed to the occurrence of the events. The sheath was returned to edwards lifesciences for evaluation. The returned esheath underwent visual and dimensional inspection. During the visual inspection a liner tear was observed approximately 6.5¿ in length from the distal tip, no sharp edges were observed and a kink was observed on the sheath shaft. No other abnormalities were observed. During dimensional analysis, liner wall thickness measurements were found to be within specifications. On the manufacturing floor, all sheaths are inspected for kinks, bends, and mechanical damage. These inspections during manufacturing support that it is unlikely that a manufacturing non-conformance was the cause of the complaint. A liner tear was confirmed. Based on historical reports and examination of the returned device, it is likely that patient factors (calcification, tortuosity) and/or procedural factors (insertion angle, non-axial alignment during retrieval) contributed to the tear. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can potentially tear during retrieval of the delivery system due to retrieval factors such as non-axial alignment of the delivery system and sheath and/or residual fluid remaining in the delivery system balloon during retrieval. The reported delivery sheath resistance with delivery system was unable to be confirmed without additional information/pictures. A definite root cause cannot be determined at this time. However, no manufacturing non-defects were identified on the sample. In this case, the reported events and vessel dissection may be related to calcification and/or tortuosity not fully appreciated on pre-procedural imaging and/or device manipulation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.